Event description:
Related to MFR report # 2183959-2012-02358. It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a perigee system "to treat certain women like plaintiff for pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.